Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit for failure analysis investigation. The unit was analyzed and the customer reported complaint could not be reproduced on erbe connected to system. Remotefe could not confirm the fault that occurred in the field. Upon visual inspection the unit has no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. As a result of these findings the unit will be returned to original equipment manufacturer for additional failure analysis. The complaint was not confirmed based on the failure analysis. The probable root cause is attributed to grounding pad issues on the erbe iesu. The issue was resolved by replacing the defective unit.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was neutral pad recognition failure occurring on the integrated electrical surgical unit (iesu). The customer replaced the neutral pad but the reported complaint remained. The customer was going to continue the surgical procedure with a force triad. The procedure was aborted to another dv system with no reported injury.